Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, was not able to locate or10 on the dropdown menu. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device could not be located. The technical support specialist checked the datasync log, which showed the following entry: an error occurred performing incremental sync and attempted to retry in 12 seconds. The tss informed the customer to confirm with their hospital information technology (it)/network team whether there had been a network interruption at that time. The station was online and communicating. The system functioned as intended after the technical support specialist investigated the issue.